Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced urinary incontinence. Dr. (B)(6) believes that the original artificial urinary sphincter (aus) cuff that was implanted (B)(6) 2017 was placed too distal and was oversized. Cysto cuff was not coapting. Removed original 5.0 cuff and replaced with new 4.5 in more optimal proximal location and replaced the pump. Fluid leak was suspected but not confirmed. The surgeon decided that the component was a better fit for the patient. Prb tested, refilled to 24cc. Patient is expected to fully recover. Patient's level of incontinence is better since device implant.